Event description:
It was reported that the patients ipg was not holding a charge and would not communicate with the programming device. The ipg was replaced with an MRI compatible device and the patient was doing well postoperatively. The explanted ipg was not returned to bsn as it was not released by the medical facility.